Manufacturer narrative:
Technical services discussed other lead diagnostics and recommended monitoring the lead. The available information suggests this lead remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited shock impedance measurements less than 20 ohms. The patient had undergone a surgical procedure one day prior. Sensing measurements had decreased from 10 mv to 5 mv. The patient was brought in order to perform defibrillation threshold (dft) testing. Testing yielded a 29 ohms shock impedance measurement with shock delivery. No adverse patient effects were reported.